Event description:
A 7fr pinnacle sheath was introduced in the left common femoral artery and advanced over the aortoiliac bifurcation and placed in the right common femoral. A 190cm 0.014 cougar wire was advanced to the right popliteal. A lsf device was prepped appropriately and advanced through the sheath to the right mid superficial femoral artery. The target treatment vessel was the right mid superficial femoral artery. It had approx 40% diffuse stenosis about 13 cm long. Seven cuts were made (4 cm each pass) and each time the operator had a difficult time getting the cutter to advance back into the housing. The device was then removed for cleaning. While out of the body, the cutter withdrew and advanced nicely. The lsf was again advanced to the right superficial femoral artery and 6 more cuts were taken. Again, the operator had difficulty advancing the cutter back into the housing. A modest amount of plaque was excised but there appeared to be 4 different dissection flaps in the area that had been treated with silverhawk. These dissections appeared to be located where the operator stopped each of the previous cuts and attempted to close the cutter. These areas were then stented to resolve dissections. The operator tried again, after the conclusion of the case, to operate the device outside of the body and it functioned nicely. Pt is doing fine.

Manufacturer narrative:
Site: (B)(6), physician: dr. (B)(6). The tip housing was smashed near the housing mouth for a length of 5 mm. The cutter remained 22 mm inside the housing and cannot be pulled out of the tip housing. There was another area smashed on the tip 38 mm measuring from the housing mouth for a length of 4 mm. The cutter driver was sent with device, the cutter driver was tested and it is functioning properly. Probable cause: excessive force by user during tissue removal. Warning: the storage capacity of the catheter tip must not be exceeded or embolization of the excised tissue fragment may result. Warning: if the catheter does not advance easily, close the cutter by advancing the position lever. Excessive force should not be used to advance the position lever. Device repositioning or predilatation may be required.